Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic sleeve gastrectomy procedure. The stapling device was being used for the resection of the stomach. There was a problem unloading the device. The surgeon had fired to reloads successful and the issue occurred with the third reload. The stapler fired ok, however, when the surgeon pulled back on the levers to open the jaws, they would not open. The surgeon then manipulated the device for a few minutes (changing the articulation and pulling on the jaws) and was able to open the jaws and release the stomach tissue. In order to resolve the issue and complete the case, a new manual stapling handle was used. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.